Event description:
It was reported to philips the device gave error codes 1108, 1109, and 1115. It is unknown if there was patient/user involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer reported the issue is intermittent. The error codes 1108 machine pressure sensor autozero failed, 1109 the proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised, and 1115 auxiliary alarm supply failed were confirmed in the significant log. The rse provided the customer with the part numbers for the data acquisition pcba, solenoid valve, and gas delivery system. This event was reported to have occurred during patient use. The patient was put on an alternate vent. There was no delay to therapy or patient harm noted. Following the evaluation of the device, the customer, a philips multi-vendor, replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.